Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, after the lead was positioned, the physician felt the electrode was loose due to the suture sleeve being too wide. The lead was fixed using a lead-sleeve. Physician had to use excessive force to fix the sleeve issue. No specific issue was reported with the electrode. The procedure went smoothly and patient was stable.